Manufacturer narrative:
The patient presented emergently to the cardiac catheterization due to an acute myocardial infarction. Pci was performed on a de novo lesion in the proximal right coronary artery (rca) of 28mm in length in a 3.5mm vessel diameter at a bifurcation. The type c lesion was also eccentric. The lesion was pre-dilated with a 3.0x10mm balloon at 6 atmospheres (atm) before a 3.5x33mm cypher stent was deployed at 16 atm. Post-dilation was not conducted. Intravascular ultrasound (ivus) was not conducted. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) I and ii flows were recorded pre and post-procedure, respectively. Intra-procedure medications included aspirin 200mg/day, ticlopidine hydrochloride 200mg/day, cilostazol 200mg/day, and heparin. Post-procedure medications included aspirin 200mg/day, cilostazol 200mg/day and heparin. 5-6 hours after the procedure, the patient developed st elevation and atrioventricular block. Coronary angiography was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, aspiration and plain old balloon angioplasty was conducted. Then a driver bare metal stent was deployed in the cypher stent. An intra-aortic balloon pump was also inserted. The patient developed cardiogenic shock and it was nearly fatal. The patient recovered and was discharged from the hospital. The physician commented that the possible cause of the thrombotic event was because the patient had an acute myocardial infarction at admission prior to the pci. Medications at discharge included aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. Please note that this device, is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
Within 5-6 hours after percutaneous coronary intervention (pci), the patient had a sub-acute thrombotic event.